Event description:
Collimator fell from tubestand during a tomographic examination, striking the pt in the face. Lacerations required stitches for treatment. Hosp reported threaded hole in mounting collar to be stripped. Product has not been made available to MFR for analysis.